Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern, - unable to establish contact with customer.

Event description:
Consumer reported complaint for hi and high blood glucose test results. The customer is concerned with test results from results obtained of hi, 475, 486, 577 and 506 mg/dl. The customer¿s expected am fasting blood glucose test result range is 200-300 mg/dl and expected pm non-fasting blood glucose test result is 310 mg/dl.. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/18/2024 and open vial date is 2 months ago. The meter memory was reviewed for previous test result history: result 1 : 475 mg/dl; date: 11-12 time: 08:08 pm non-fasting. Result 2 : 486 mg/dl ; date: 11-12 time: 07:32 pm non-fasting. Result 3 : 577 mg/dl ; date: 11-12 time: 06:28 pm non-fasting. Result 4 : 506 mg/dl ; date: 11-12 time: 05:44 pm non-fasting. Result 5 : hi ; date: 11-12 time: 05:41 pm non-fasting.